Event description:
Device report from synthes (B)(4) reports an event as follows: on (B)(6) 2007, patient had a decompressive laminectomy at l5 with instrumented fusion from l5 to s1. In (B)(6) 2011, patient complained of lumbosacral pain with burning in right leg. On (B)(6) 2011, patient was noted to have decreased range of motion but had intact neurovascular function. On (B)(6) 2011, patient was admitted to hospital with possible fracture of sacral pedicle screws. Surgeon performed a removal of pedicle screws and rods at l5-s1 with bilateral l5-s1 decompression and bone graft augmentation. Surgeon recorded in his post-operative report that the right rod for the pedicle screws was fractured immediately caphalad to the s1 screw. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Additional product codes: mni, mnh, kwp, kwq. Synthes is unable to determine which part# potentially contributed to the complaint event; therefore, all brand names are being reported as follows: 7.0mm ti pangea(tm) polyaxial scr dual core/45mm thrd lgth (part #04.620.745) and 7.0mm ti pangea(tm) polyaxial scr dual core/40mm thrd lgth (part #04.620.740). Catalog #/ lot #: synthes is unable to determine which part number(s) and lot number(s) potentially contributed to the complaint event; therefore, all part number(s) and lot number(s) are being reported as follows: part #04.620.745, lot # 5275817. Part #04.620.740, lot #5259801 and lot #5247699. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: cat #04.620.745 lot 5275817 was manufactured on 6-28-06. DHR review found no discrepancies that would be associated with this complaint. Cat #04.620.740 lot 5259801 was manufactured on 6-13-06. DHR review found nothing relevant to the complaint condition. Cat #04.620.655 lot 5247699 was manufactured on 5-24-06. DHR review found nothing relevant to the complaint condition.